Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of broken cases was confirmed by the provided photos, but the root cause could not be determined from the pictures alone. Inspection and testing of the devices could not be performed as they were not provided for investigation; however, the pictures provided by the facility confirmed the broken rear case on the suspect pump module. A review of the system logs was not deemed necessary. The reported issue is about a mechanical malfunction and not an operational or software-related problem." According to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. Some components experience wear and are expected to need periodic attention and replacement within that serviceable life, such as iui connectors. The bd alaris cleaning and disinfecting procedures contains detailed instructions on how to clean all devices from the alaris system. The bd alaris system cleaning products list mentions the approved cleaning products that should be used to clean the alaris system devices. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of broken iui housings and cases could not be determined from a photo only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer during recent on-site visit by manufacturer representative repeated occurrence of cracking/breaking iui housing as well as of device cases. Provided examples of several modules that the case has cracked and broken off from back, sides and bottom of devices. Site is currently using sani-cloth af3 germicidal disposable wipes (grey top) as case cleaner and is on v12.1.3". There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer during recent on-site visit by manufacturer representative repeated occurrence of cracking/breaking iui housing as well as of device cases. Provided examples of several modules that the case has cracked and broken off from back, sides and bottom of devices. Site is currently using sani-cloth af3 germicidal disposable wipes (grey top) as case cleaner and is on v12.1.3". There was no patient involvement.